Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon used a aq2015a silicone aspheric three piece lens. The lens was not folded correctly during loading causing a bent haptic. The lens was not inserted into the eye, but tip of cartridge touched the pt's eye. No pt injury. Reporter stated cause of incident was due to loading error.